Event description:
Reporter stated that customer reported a user error of hanging dextrose and water on the wrong stations. Only one bag was given to a patient. A neonate. Correction of the above information: a total of 13 bags were dispensed to patients. 2 neonates and 11 adults. All of the adults tolerated the total parenteral nutrition without incident. Both neonates became hyperglycemic. One with a maximum blood glucose of just under 400mg/dl and one just over 400mg/dl. The only intervention was changing the bags. There were no sequelae for either neonate. The dextros concentration of each bag was checked by the hospital clinical chemistry laboratory the customer stated that the results were consistent with hanging the source solutions on the wrong stations of the unit.